Manufacturer narrative:
(B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the severely calcified left superficial femoral artery. The 6x41x120 epic vascular stent was advanced to the lesion. As the outer catheter of the stent delivery system (sds) was being retracted, a lot of resistance was felt. When the outer catheter was fully retracted, the stent was still constrained on the sds at approximately 5mm. To fully deploy the stent, the physician had to manipulate and rotate the sds manually until the stent was deployed. The stent was placed at the target lesion however it was not appropriately positioned as intended. So a 6x61x120 epic vascular stent was used to cover the remaining part of the lesion. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with an epic inner packaging pouch and shelf box. The batch on packaging and the device matched the reported batch number. The pull grip was completely pulled back. The stent was not returned, which is consistent with the reported information. Inspection of the device presented no damage or irregularities. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the severely calcified left superficial femoral artery. The 6x41x120 epic¿ vascular stent was advanced to the lesion. As the outer catheter of the stent delivery system (sds) was being retracted, a lot of resistance was felt. When the outer catheter was fully retracted, the stent was still constrained on the sds at approximately 5mm. To fully deploy the stent, the physician had to manipulate and rotate the sds manually until the stent was deployed. The stent was placed at the target lesion however it was not appropriately positioned as intended. So a 6x61x120 epic¿ vascular stent was used to cover the remaining part of the lesion. No patient complications were reported and the patient's status was fine.